Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead exhibited noise with isometrics, during threshold testing and pacing. X rays were taken but the cause remains unknown. Sensitivity was set to 3.0mv.